Event description:
It was reported to boston scientific corporation that several weeks after placement of a corflo cubby low profile gastrostomy device, the locking adapter cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual examination of the returned device noted a crack in the locking mechanism. Although the cause of the reported malfunction is undetermined, it is likely attributable to operational context.